Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).

Event description:
Revised a tka from (B)(6) 2006. The surgeon does not fault the devices.